Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined. Updates/corrections made to sections: g2, g6, h6, h10.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error occurred. Updates/corrections made to sections.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.